Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 522 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated their high blood glucose reading with manual injection. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 98 mg/dl value properly from glucose meter noted. No unexpected lost sensor alarm noted during test.